Manufacturer narrative:
Attempts to obtain additional information regarding the complaint's product, the patient and the initial reporter were unsuccessful. If further information is obtained, this report will be updated.

Event description:
It was reported that a request to review one of this unknown patient's electrocardiogram episode was made as it was suspected that this implantable cardioverter defibrillator possibly paced a t-wave putting the patient into a ventricular tachycardia. Technical services discussed with the caller why the device paced at certain times and explain device functionality. This device remains in service and no additional adverse patient effects were reported.